Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys vitamin d assay result for one patient sample. The initial result was 13.3 nmol/l. The repeat results were 73.8 nmol/l and 7.76 nmol/l. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The results of 13.3 nmol/l and 7.76 nmol/l were believed to be correct for the patient. There was no allegation of an adverse event. The reagent lot number was 211769. The expiration date was requested but was not provided. The field service representative checked the analyzer and found an issue with the quantity of the liquid level detection (lld) wash water and an issue with the sample pipette position. These issues were corrected.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A photograph of the sample was provided and the sample appeared very viscous and gel-like. This could indicate an issue with pre-analytics. No preanalytic information was provided for the investigation. In the analyzer alarm trace provided, an error message indicating an issue with the measuring cell was found. If the measuring cell was blocked by samples of bad quality, this could be a possible root cause. An additional possible root cause for this type of event was insufficient maintenance of the analyzer.